Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra ping meter displayed inaccurately low results compared to another meter (accucheck). The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the subject meter started reading inaccurately on (B)(6) 2016, mid-morning. The patient stated that she obtained an alleged inaccurately low blood glucose result of 242mg/dl on the subject meter compared to 385mg/dl on another device, performed within 30 minutes of each other. The patient manages her diabetes with insulin pump therapy and reported that on (B)(6) 2016, between 8 and 9 am she had consumed more food/drink. The patient reported that she had gone for a nap and didnt wake up. She stated that her sister called emergency medical services (ems) and stated that at about 11:30am she received IV fluids glucose from ems and obtained a blood glucose result of 30mg/dl on the ems meter. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure, the patient had completed the correct testing steps and the patients test strips had been stored correctly and were within expiry date. The test strip vial was neither cracked nor broken and the patient did not have control solution to test the meter and test strips. The patients products were replaced and requested back for evaluation. Although the patient reportedly developed signs and/or symptoms that meet lfs criteria for a serious injury reportable adverse event there is no indication that the subject meter caused or contributed to this injury. The hcp treatment the patient received was consistent with the alleged low reading with the lfs device. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' accuracy criteria.although the patient reportedly developed signs and/or symptoms that meet lfs criteria for a serious injury reportable adverse event there is no indication that the subject meter caused or contributed to this injury. The hcp treatment the patient received was consistent with the alleged inaccurate low reading with the lfs device. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' accuracy criteria.